Event description:
It was reported that during a roux-en-y gastric bypass the surgeon fired to close common opening of small bowel anastomosis. It was third firing using white reload. Staple line examined and had 5 unformed staples in outer row with inner rows appearing complete. Surgeon used same gun with new reload to transecting that row. He used same gun to complete the case with all firings normal and unremarkable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? It was reported by the sales rep that during a roux-en-y gastric bypass the surgeon fired to close common opening of small bowel anastomosis. What other color cartridges were used before and after this event? It was third firing using white reload. Was buttressing material utilized? If so, which product? With a white reload? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Y was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.